Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It was confirmed that no problem with the instrument could be verified. Calibration and quality controls were within specification. Investigations determine that the issue seems to be caused by a substance in the patient sample. The issue is most likely related to pre-analytic sample handling and can not be excluded as a possible root cause.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for carcinoembryonic antigen (cea) on an e411 analyzer. No other issues were found with other samples or assays. The sample initially resulted as 11.58 ng/ml and this value was reported outside of the laboratory. After this result was reported, the patient had a computed tomography scan performed. After the scan, the doctor questioned the initial result and contacted the laboratory. The sample was then repeated and resulted as 1.90 ng/ml. The sample was repeated a second time, resulting as 1.92 ng/ml. The patient was not adversely affected. The cea reagent lot number was 188133, with an expiration date of 01/31/2017.